Manufacturer narrative:
The kit and a photo were received for analysis. There was dried blood on the bottom of the latches of the collect pressure dome and tubing on one side of the collect pressure dome, indicating that a leak had occurred. The tubing and the pressure dome were pressure tested and indicated bubbles from the joint between the clear tubing on one side of the pressure dome and the port for the tubing on that side of the pressure dome. The analysis concluded that the root cause of the leak was, likely, manufacturing operator error when forming the bond between the pump tubing organizer and the collect pressure dome, not fully inserting the tubing. As part of the corrective action, a quality notice was posted and manufacturing operator retraining on the bonding process was performed. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot c360 was performed and there were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for alarm #1: air detected and pressure dome membrane leak. A downward trend was detected for alarm #1: air detected and no trend was detected for pressure dome membrane leak. A corrective and preventive action was initiated for alarm #1 and is now closed. A corrective and preventive action was initiated for pressure dome membrane leak. Service order, (B)(4), was completed. The service technician cleaned the blood leak, cleaned the pressure transducer, and performed checkout procedure. No further action was required. The kit has not yet been received for analysis at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4). Not yet returned.

Event description:
Customer called to report collect pressure dome leak during treatment procedure. Customer stated first there was an air detected alarm, when checking the air detectors for any air, customer noted blood leaking from the collect pressure dome. Leak occurred at 287 ml whole blood processed. Customer stopped the procedure to abort the treatment and did not return blood/products to the patient. The patient was stable. Css asked customer if there were any alarms during prime, customer stated yes there was an alarm; however, she does not remember what the alarm code was. Customer stated she remembers the onscreen prompts instructed her to check pressure domes were seated correctly. Customer stated she unloaded tubing segments and pressure domes and reloaded them. Customer was able to complete prime successfully. Css asked if there were any alarms at start of procedure, customer stated no, there were no alarms. (B)(4) was generated. The customer agreed to return the kit for investigation.